Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual inspection was completed and there was no external damage observed. It was noted that the distraction rod could be moved freely relative to the the housing tube like a pneumatic piston, indicating an internal issue. Further investigation through in-house x-rays of the internal components identified that the retaining ring had dislodged from its designated grooves within the housing tube. The x-rays also highlighted gaps between the end keeper and the housing tube, as well as within the gear train. Functional testing, distraction and force, could not be completed because of the state in which the nail was returned. A root cause is unable to be determined, however, it is likely that the retaining ring failure is due to a manufacturing/supplier issue. A corrective action request (car) has been initiated to determine a root cause and any appropriate actions that are deemed necessary. A review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections upon release to finished goods.

Event description:
Information was received that during implantation the surgeon noticed via x-ray that the nail was slowly distracting out while being malleted in, eventually reaching its maximum distraction capability. The nail was removed and exchanged for a new nail and the case was able to be completed successfully using the new nail.